Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a posterior capsule tear occurred during the hydrodissection part of a laser assisted cataract procedure. The intraocular lens (iol) was implanted in the sulcus. Prior to the event, a system message was displayed and was cleared by the operator. The reporter indicated after the message, the operation continued in a normal way. Additional information has been requested but none has been received.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional information; however, no information has been received. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).

Event description:
Additional information has been requested but none has been received.